Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a button alarm occurred. Reportedly, nothing was pressing on the wake button. Customer's blood glucose was 166 mg/dl.